Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the reset button in safe position and with the knife covered. In an attempt to replicate the reported incident, the device was tested for functionality. During functional testing, the reset button was armed as intended; the bullet returned to the original position upon cutting and advancing through the skin test media. The device was fully functional and conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, at the moment of the introduction of the trocar, it did not retract the blade, injuring the liver. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The physician reported three months after treatment in the lip line with juvederm ultra plus xc, the pt experienced "movement of the juvederm to the chin area and became a knot." Due to a family history of cancer, a biopsy was performed. The biopsy confirmed hyaluronidase granuloma. Pt does not have any allergies, or any significant medical history. Concomitant therapies include hormones and ambien for sleep occasionally. Further follow-up with the health professional noted the pt had a 1mm scar at the site of the biopsy. The health professional also noted the knot was "probably not" associated with the juvederm ultra plus xc. The pt was treated with hyaluronidase in which the doctor believes the intervention was required to preclude the worsening of symptoms that could have led to permanent injury.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information: (B)(6).